Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customers blood glucose (bg) level was "high"; although specific value was not provided. Customer addressed elevated bg via correction bolus. The customer continued to use the pump for insulin therapy.